Event description:
It was reported that a y-type blood/solution set leaked in the y-tubing by the filter. This was discovered during patient infusion of bone marrow product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed which did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional tests which included pressure test and clear passage under water tests were performed and the results were not satisfactory; a leak was observed due to a hole in the center seal of the pump assembly with filter. The reported condition was verified. The cause of the condition was due to a method process variation during the radio frequency sealing at the ends of the product during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.